Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that she woke up experiencing a lack of therapeutic effect. She was only able to make just a dribble and she had not really gone since then. Patient was in obvious discomfort while on the call. Patient had called her healthcare provider (hcp) but they were going to be the hospital all day. There was no fall or trauma could be related to the issue. Patient was instructed to increased amplitude during the call and she did not feel stim in the correct area. She felt stim in her back and not in the bicycle seat area. She would visit managing hcp at the hospital if her retention issue not resolved. It was also reported that patient was having a scope for her stomach conducted the next day due to a stomach issue. Patient stated her stomach was tender and she was sick to her stomach. She did not know if these issues were related to the device/ therapy. It was indicated patient was in hospital for bronchitis, and the stomach issues had occurred since she left the hospital. A day later, patient further reported that she was peeing good but later just had dribble and it was painful in the area. Patient stated it was not stim the felt painful. Patient lowered amplitude from 4.5 to 3.9v over the phone and she felt more comfortable after doing so. A few days later, patient called back and reported she still could not pee, she forced herself just to drip. It helped for a while if she lowered stim again and ever since, she lowered it again she had this problem. It was noted that she was at 3v. Patient stated she has an appointment with hcp at 1:30 on the day of this call.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated the circumstances that led to the urinary retention and inability to void was due to the device and urinary was noted as step taken to resolve the stim felt in the back ,stomach issues and inability to void. It was also reported that she cannot go for hours and just dribble. Patient mentioned she can¿t work this ¿thing¿ referring to the patient programmer (pp). Patient asked if it was normal for the implant site to be constantly sore. She did not feel stim and therapy was not on. She was instructed to turn therapy on and she was on program 4 at 0v. She increased stim to 1.9v on program 4 and felt stimulation. It was indicated that she had follow up appointment with healthcare provider (hcp) on the day of this call.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated the circumstances that led to the urinary retention and inability to void was due to the device and urinary was noted as step taken to resolve the stim felt in the back ,stomach issues and inability to void. It was also reported that she can "go for hours and just dribble". Patient mentioned she can¿t work this ¿thing¿ referring to the patient programmer (pp). Patient asked if it was normal for the implant site to be constantly sore. She did not feel stim and therapy was not on. She was instructed to turn therapy on and she was on program 4 at 0v. She increased stim to 1.9v on program 4 and felt stimulation in the correct area. It was indicated that she had follow up appointment with healthcare provider (hcp) on the day of this call

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.